Manufacturer narrative:
The complaint of cracks on item b3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a clave¿ neutral connector where the customer reported that the nad was cracked and leaking while antibiotic was being infused. There was patient involvement, however harm was not reported as a consequence of this event; there was possible missed antibiotic.

Manufacturer narrative:
One (1) used unknown, extension tubing connected to a #b3300, clave¿ neutral connector and zr flush 0.9% sodium chloride injection, usp 3 ml syringe were returned for evaluation (B)(6) 2024. As received some sodium chloride residuals was observed. The microclave was tested and a leak coming from inside the set was found. The sample was dissembled and a tearing on the top and the side of the seal was confirmed. The ID of the mating device was measured, and it was found to be within specification. The male luer of the microclave and the female luer of the mating device met the iso design specifications. Complaint of nad was cracked, and leaking can be confirmed. The probable cause of the torn on the top seal is typical due to incompatible mating device during use, dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 0.062" and 0.110". Lot history review for lot#13998105 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.